Event description:
It was reported that a patient with a 25mm 3300tfx aortic valve underwent a valve-in-valve after an implant duration of 7 years and 9 months for severe pvl due to dehiscence. The surgical valve was fractured and the tavr was performed with a 26mm 9750tfx. After deployment of the s3, tee showed severe pvl. The patient was transferred to the ICU with plans to plug the pvl or explant both valves and perform a redo savr.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: b5, d4 (expiration date), h4 (device manufacturer date), h6 (type of investigation) and h10. H11: corrective data: corrected section: h6 (component codes, and investigation findings) h10: additional manufacturer narrative: valve dehiscence may occur early or late. When it occurs in the early post-operative period, it is typically a result of an inadequate prosthetic valve implantation in combination with friable myocardial tissue. Late dehiscence can occur as a result of successive dilatation of cardiac structures that result from the progression of the disease or from endocarditis. The root cause of this event cannot be conclusively determined with the available information. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, an appropriate investigation will be performed.

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, the nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A definitive root cause could not be determined; however, it is likely that patient related factors contributed to the event. The subject device is not available for evaluation, as it remains implanted in the patient. If additional information is received a supplemental MDR will be submitted. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was reported that a patient with a 25mm 3300tfx aortic valve underwent a valve-in-valve after an implant duration of 7 years and 9 months due to dehiscence and severe pvl. As reported, upon further review of the patient's pre-tavr workup, it was noted that this wasn't diagnosed as such and all parties considered the patient to have severe aortic stenosis as a result of valve failure. The tavr was performed with a 26mm 9750tfx.